Manufacturer narrative:
One device was returned for repair in used condition. Device screen has scratches, missing battery cap, missing syringe cap, and cracked syringe port. Service history review identified that the device was last serviced 01-jun-2020 for an issue related to "syringe port/screen damage." Reported problem, system fault, was verified by functional inspection. The cause is due to an intermittent motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a system fault. The event occurred during testing, and there was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.